Manufacturer narrative:
Pump passed displacement test and self test. Pump error alarm confirmed in the pump history file due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that their insulin pump received hardware low level failure alarm. The customer¿s blood glucose level was 154 mg/dl. Customer did the self test and insulin pump alarmed hardware low level failure. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.